Event description:
Patient was revised to address thigh pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Per the initial reporting, additional investigational inputs were not available. A singular poor quality x-ray was however provided. It does not offer a root cause for the reported thigh pain. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.